Event description:
A 17 yr old pt was admitted to ER with broken arm (playing soccer). He was sent to or for repair. Near the time of the completion of the surgery, pt was noted not doing so well. At this time there is a gap in the anesthesia record. The pt arrested on the table but was returned to normal rythm with a defibrillator. He was transferred to intensive care unit but remained in coma and later died.